Manufacturer narrative:
Device evaluation: the product associated to the complaint has not been received. Therefore, an evaluation of the product associated to the complaint is not possible, the reported issue was not verified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted then cannot be removed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pcb00 intraocular lens (iol) when being inserted into the eye the lens would not advance. It was stated that the lens touched the patient¿s eye. But it was noted that there was no adverse event, surgical intervention or patient injury involved in this event. Several follow-up were done to ask for clarification but no other information was received.

Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 10/10/2019. Device evaluation: the product associated to the complaint was received on 10/10/2019. The plunger was gently pulled back and found locked and functional. The pcb00 device was observed under microscope and some traces of viscoelastic were observed in the cartridge. The directions for use for the tecnis itec preload pcb00, indicates: insert the ophthalmic viscosurgical device (ovd) cannula into the tip of the protective cap. Completely fill the viewing window with ovd. The lens is stuck at the cartridge tip; a small portion of the lens was out of the insertion device. There were no damages on the pcb00 assembly. There is no visible gap. The issue reported was verified. However, the pcb00 is a single use device; the preparation and the lens delivery cannot be replicated. There is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.